Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to pacing impedance variation and increased sensing integrity counter (sic). The patient was brought into the clinic and no noise could be produced with isometrics. The lia triggered again a few days later. Programming options were discussed. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead continues to have high/undefined pacing impedance spikes. The lead had been reprogrammed but the alert continues. No patient complications have been reported as a result of this event.